Event description:
The customer reported 2 incidents where the blood pump tubing segment split during pt treatment, resulting in a blood loss of approximately 250cc for each incident. The customer also indicated that treatment was continued without incident. No pt injury occurred, and no medical intervention was required. No other info was available regarding these incidents. These same facts apply to MDR no. 2244060-2000-00012.